Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 386 mg/dl. Troubleshooting was performed for damage. The customer reported that the when her reservoir was full the reservoir locks into her pump but when it gets empty the reservoir falls out. Customer reported that there was a piece chipped off from the top of the reservoir and reservoir canal piece was missing. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.